Manufacturer narrative:
Follow-up #1: date of submission 04/22/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 04/07/2016 with the following findings: a review of the pump black box data revealed no pump reboots. During a visual inspection of the pump, the battery compartment was found to have multiple cracks. The returned battery cap had stripped threads and was unable to fully attach to the pump; power loss was observed with the returned battery cap. A test battery cap was able to secure tightly to the pump and was used to complete testing. The pump was exercised for 24 hours with no power interruptions. The pump case was removed and no evidence of moisture ingress or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.